Event description:
It was reported that the device had some undersensing which led to the recording that the patient is having asystole and bradycardia. It was noted that the some of the bradycardia were not related to undersensing, as bradycardia cut-off was lower than the nominal settings. The r-wave measurements were also low. Sensing could not be improved by device reprogramming as the device was programmed to most sensitive settings. Patient is not having issues. Patient¿s condition was stable.